Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad. The blood glucose reading was 208 mg/dl. No significant events leading to the keypad issues were observed. The customer's mother stated that the issue only seemed to apply to the up button, not the down button. Advised replacement of the insulin pump. Nothing further reported.